Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. One (1) imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual evaluation of the as returned product identified no malfunction. Device determined to be within specifications. The reported event is non-verifiable with the information provided and following inspection of the returned device. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1240895). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240895) for similar events and no other complaint was identified utilizing keyword(s) (loss of integration perforated sinus) the reported event could not be recreated due to the nature of the dental device and event (medical conditions) and the complaint is not related to the functional performance of the product. As per the rmf rm-002w3 rev 10, the potential cause for the reported event is customer error in surgical site preparation based on implant size. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant at tooth location #3 unscrewed easily and purulent drainage was found from the sinus. Placed membrane and packed socket with xenograft. Pain was reported. The patient will return for implant replacement after three (3) months healing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.